Event description:
It was reported that two inappropriate shocks were seen involving this device two years post implant. A follow up took place and the field representative reactivated smartpass. No changes to the patients medications were made and the patient was re-screened with only one sensing vector passing the screening test. All information was uploaded to review for technical services (ts) and possible suggestions for next steps when it comes to this case. Ts reviewed the data and noted that the patient received inappropriate shocks due to t wave oversensing and myopotentials as a result of low r wave amplitudes. Ts provided recommendations and confirmed after x-ray review that system position could be improved. No adverse patient effects were reported. This device remains implanted.